Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine device change out procedure, externalized conductors were noted on the right ventricular. The patient was asymptomatic. All electrical measurements were normal. The lead remained implanted and the patient will continue to be monitored.